Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no power issues observed in the black box history. The battery compartment was cracked. A test battery cap was used for the investigation and was able to secure to the pump. The pump powered on normally with no alarms. Unrelated to the original complaint, the keypad was torn and the down arrow and contrast buttons did not respond to button presses, while the ok and up arrow buttons responded intermittently. Contamination was found under all of the button contacts when the keypad was removed. Also unrelated, the display was dim and the letters had a red hue. The pump was opened and no damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.